Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with both the handle and the capsule partially open. Delamination was evident to the proximal end of the capsule. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. On retraction of the capsule via the rotation of the actuator, the valve deployed with an infold noted. No other deformation was evident to the remainder of the device. The reported inability to advance could not be confirmed through analysis. Continuation of d10: concomitant medical devices in use during the event include: product ID: d-evolutfx-34; product lot number: 0013013475; product type: 0195-heart valves; implant date: non-implantable device product ID: l-evolutfx-34; product lot number: unknown; product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure with the transcatheter aortic valve evfxplus-34, the first valve was successfully implanted in a good position. After post-dilatation and withdrawal of the balloon catheter, the valve was pulled out together with the catheter. The valve was then snared and repositioned into the ascending aorta. An attempt was made to implant a second valve, but the delivery catheter system (dcs) nosecone was unable to pass the initially implanted valve due to an unfavorable angle and resistance. Ultimately, a non-medtronic prosthesis was selected and implanted. No patient complications have been reported as a result of this event. Additional information was received that a pre-implant balloon dilation was performed. The post-implant balloon dilation was performed due to paravalvular leak (pvl). The deployment starting point was near the bottom of the pigtail catheter, and the valve dislodged in the aortic direction. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was -3 millimeter's (mm), and the implant depth on the left coronary cusp (lcc) was 4-5 mm. After valve dislodgement, the inflow of the valve was 3-5 mm below the sinotubular junction (stj). Additionally, a non-medtronic guidewire was used during the procedure. Additional information was received that the pvl was mild-moderate.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.